Event description:
It was reported that an acculink stent was implanted in the right internal carotid that was 90% occluded. The dr first pre-dilated with a non-guidant balloon, placed the stent, and the accunet was removed. The dr then chose a viatrac to post-dilate. Upon post-dilation, the pt began to seize. The dr noticed that the middle cerebral artery was occluded. The dr used a non-guidant guide wire to re-establish flow to the artery. Flow was established, and the pt was intubated. The dr noticed that the pt developed a spiral vessel dissection in the common carotid to the cavernous sinus. It is unk how the dissection occcurred, but a neruologist was consulted and suggested the vessel be left alone and monitor the pt. The pt, thus far, is recovering and stable.